Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and topical skin adhesive was used. About 3-7 days post-operatively, the patient developed a rash and irritation around the area of application. The reaction was red, rash, itchy and inflamed. Medication was prescribed. Additional information was requested.